Event description:
Patient previously admitted in 2007, underwent avr five days later, and discharged home the following month in stable condition. Re-admitted five months later, with live thrombus on valve leaflets requiring replacement of the affected valve two days later.